Event description:
Right breast implant exposure with bilateral grade iii capsular contractures. Removal of bilateral subglandular textured silicone breast implants with right capsulotomy and left partial capsulectomy.